Manufacturer narrative:
The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the doctor noticed the infusion sleeve twisted and broke during an ophthalmic procedure on the right eye. There was no harm to the patient. The product sample was discarded. No further details are expected.